Event description:
Customer reports erratic results on her device in the 300 mg/dl through 500 mg/dl and hi range. As a result, the customer's physician increased her dosage of insulin. No high blood symptoms; feeling nauseous, heavy in head, and light headed. Customer reportedly received results of 399 mg/dl on her meter and 179 mg/dl on her physician's meter within 10 minutes. Cutomer also had lab work done and the result was 202 mg/dl within 10 minutes of testing on her own meter. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.